Event description:
It was reported that the pulse generator exhibited premature battery depletion and could not sense in the ventricle. The device was replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.